Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367. This occurred on the homechoice (hc) during drain four of four, while the hp was connected. The hp disconnected from the hc without using proper disconnect procedures. The technical service representative (tsr) had the hp cycle the power on the hc in order to clear the alarm. The hp was going to discard the supplies and finish the therapy using manual supplies. There was no report of adverse event associated with this report. No additional information is available at this time.